Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. Prior to pt use while priming the tubing set with an unspecified solution, it was reported that the tubing separated from proximal clave y-site. There was no reported delay in critical therapy. Though requested, no additional info was provided.